Manufacturer narrative:
H.6. Investigation summary bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that during use of the unspecified bd¿ tubes in a comparative study consistent bias in hai titers for edta plasma for influenza b, compared to sst methods, it is recommended that the use of edta plasma be considered with extreme care, or avoided, for studies related to seroprevalence and seroconversions following vaccination. The following information was provided by the initial reporter: (general vacutainer® tube systems or studies with multiple tubes): influence of sample collection tube method, anticoagulant-containing plasma versus serum, on influenza virus hemagglutination inhibition titer and microneutralization titer serological assays. Morrison bj, martin nj, rehman t, ewing d, dewar rl, et al. Bmc health services research 2018;18:open access. O edta plasma tested for type b influenza hai titers demonstrated > two-dilution variation in 70% of samples. O consistent bias in hai titers for edta plasma for influenza b, compared to sst methods, it is recommended that the use of edta plasma be considered with extreme care, or avoided, for studies related to seroprevalence and seroconversions following vaccination.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown. Batch no. Unknown. It was reported that during use of the unspecified bd¿ tubes in a comparative study consistent bias in hai titers for edta plasma for influenza b, compared to sst methods, it is recommended that the use of edta plasma be considered with extreme care, or avoided, for studies related to seroprevalence and seroconversions following vaccination. The following information was provided by the initial reporter: (general vacutainer® tube systems or studies with multiple tubes): influence of sample collection tube method, anticoagulant-containing plasma versus serum, on influenza virus hemagglutination inhibition titer and microneutralization titer serological assays. Morrison bj, martin nj, rehman t, ewing d, dewar rl, et al. Bmc health services research 2018;18:open access. Edta plasma tested for type b influenza hai titers demonstrated > two-dilution variation in 70% of samples. Consistent bias in hai titers for edta plasma for influenza b, compared to sst methods, it is recommended that the use of edta plasma be considered with extreme care, or avoided, for studies related to seroprevalence and seroconversions following vaccination.